Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/29/2017 with the following findings: the display lens was cracked. The battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked twice, and the display lens was cracked. This report is made based on results of investigation completed on (B)(6) 2017.